Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced difficulty completing a supply change due to improper technique during the press-and-hold step and underfilling the cartridge, which was associated with high blood glucose of 218 mg/dl; the user then filled a new cartridge to the top, switched adaptors, completed the change, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included continued use after successful troubleshooting and education, with subsequent blood glucose of 158 mg/dl. Investigation included product-related troubleshooting and user education. Investigation of this case revealed user handling issues related to cartridge fill volume that was resolved through guidance. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.